Event description:
Additional information was received that the device was resolved by reprogramming.

Event description:
Additional information was received that episodes of automatic mode switch (ams) and far-field r-wave oversensing continued following reprogramming. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming the device.

Event description:
During an in-clinic follow-up, far-field r-wave oversensing which resulted in inappropriate automatic mode switch was detected on the device. Technical support was contacted and recommended reprogramming to resolved the event. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.